Manufacturer narrative:
The technician found the brake detent assembly was broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2011 and 2013 to 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake detent assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located in the labor and delivery department. There was no patient/user injury reported. (B)(4).